Event description:
It was reported that the left ventricular (lv) lead required repositioning and a revision was attempted. During the procedure the setscrew for the lv lead fell out of the implantable cardioverter defibrillator (ICD) header. It was retrieved and the physician was able to reinsert the setscrew. The lv lead was explanted and replaced. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.